Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual sample was received a finecross mg as well as a competitor's guide wire for evaluation. Visual inspection of the actual finecross mg revealed that the shaft had been fractured, and the distal section of approximately 135mm in length had been missing. Magnifying inspection revealed that the fracture end had been stretched and a crack had been generated from the fracture end. Magnifying inspection around the distal end and the hub confirmed there was no obstruction. X-ray fluoroscopic inspection of the shaft revealed that reinforcement over the entire length had been missing from the lumen. The outer diameter of the actual sample was measured and confirmed to meet the manufacturer specification. The inner diameter could not be measured exactly due to lack of reinforcement and the inner layer. Visual inspection of the competitor's guide wire revealed some adhered substance from the distal end to about 221 mm. Magnifying inspection revealed that the adhered substance consisted of mesh and film. No adhered material was observed on the remainder of the guide wire. The surface of the mesh was analyzed by sem-edx. The result showed that its main components were fe, cr, ni, and c. The component ratio is equivalent to that of the reinforcement of the finecross mg product. From this, it likely that the mesh was from the reinforcement of the actual sample. Qualitative analysis of the film by ft-ir revealed that it was ptfe. Ptfe is the material used for the inner layer of the finecross mg product. The outer diameter was confirmed to be 0.358mm, which was the od applicable to the actual sample. Reproductive testing was performed, and factory retained finecross mg catheter sample was nipped at approximately 135mm from the distal end, and was then exposed to pulling force in the withdrawal direction. As a result, the shaft became elongated. Subsequently, when a factory-retained 0.014" guide wire was inserted in the catheter, it was stuck at the elongated section of the catheter. Moreover, the catheter was exposed to pulling force. As a result, the outer layer of the catheter was fractured with resultant exposure of the reinforcement. Subsequently, after the guide wire was once pushed forward and then withdrawn, the reinforcement of the catheter became detached. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. IFU states: take extra care when exchanging the guide wires leaving the product in the arteries. Carefully insert a guide wire into product. If any resistance is felt, stop the manipulation and remove the product together with the guide wire in order to avoid separation or breakage of the product. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the distal end of the actual sample was trapped due to some factors, and then the actual sample was exposed to pulling force in the withdrawal direction. As a result, the shaft became elongated and diminished in inner diameter. Subsequently, when the competitor's guide wire was inserted in the actual sample, it was caught in the elongated section of the actual sample. Afterward, during the attempt to remove the whole system, the outer layer of the actual sample became fractured with resultant exposure of the reinforcement. When the competitor's guide wire was removed from the actual sample, the reinforcement of the actual sample became detached. However, from the state of the actual sample, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
Visual inspection of the actual sample upon receipt revealed that reported complaint is a reportable event. The user facility reported that the involved finecross mg was used during the procedure. The wire became stuck in the finecross during an intervention. Ptca with rotablation via a. Fem. With 7f, guide catheter 7f xbu 3.5, use of the finecross after rotablation. When trying to bring a whisper es over finecross, it became stuck in the finecross. The finecross was pulled out of the guide catheter along with the wire. It was only possible to get the whisper out of finecross with force. It was reported that parts of the inner material of the finecross can be seen on the wire. The procedure was completed successfully. Additional information was received on 09apr2020. The event significantly delayed the procedure, about fifteen minutes. They removed the finecross and whisper together from the guiding catheter; when an attempt was made to pull the wire out, the finecross was already outside the patient. It took some force to remove the wire. The patient was not harmed. They replaced the finecross and whisper. Following the event, the patient has been treated as intended. After the event, they did not use a finecross or another microcatheter in this case, just another wire.